Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a damaged battery was confirmed during product evaluation. The root cause was identified as depleted main batteries as a result of use error. The main batteries and battery harness were replaced to correct reported condition. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. A review of the product labeling was performed and found the labeling to be adequate. The user interface module software version is 6.13.92.

Event description:
The facility representative reported a colleague infusion pump with a battery issue. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.